Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at up arrow button on keypad trace. Analysis was unable to verify the motor error alarmed due to keypad damage. However, the motor was test outside of the device and passed the motor tests. No damage found on motor. The insulin pump had missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 342 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.